Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch # m9c598. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show an el5ml out of its packaging with lot number m9c598, six clips are seen in picture four semi formed and two formed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device m9c598_el5ml batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy the surgery began without problems, and at the time of stapling the cystic with the 5 mm stapler, it began to staple. The first three staples went well and closed correctly, but for the next, the stapler no longer closed as it should, so the doctor asked for another stapler to work. He was provided with another device from a different batch, and the doctor was able to complete the surgery without major inconvenience.